Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 87 mg/dl and 192 mg/dl; 192 mg/dl, 105 mg/dl and 125 mg/dl. Results of 192 mg/dl were not duplicated. Sets of readings were taken at different times. Customer was feeling hypoglycemic symptoms of nervousness and feeling warm at the time of the results. Customer drank orange juice and ate peanut butter crackers between the results of 105 mg/dl and 125 mg/dl. The customer felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.